Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother reported that the date and time are set incorrectly and the pump is alarming that the total daily dose is exceeded. The patient's mother reports that the patient's blood glucose level is 221mg/dl, with no symptoms. She reports that the date and time remain correct with battery changes. This event is being reported due to the pump date and time being incorrect.